Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The stent remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that a stent foreshortened and then elongated during employment, resulting in a stent fracture. The stent was being implanted for an occlusion in the sfa. Another stent was implanted w/o incident to resolve the stent fracture. There was no report of injury to the pt.